Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: weakness. H1: type of reportable event of serious injury is being submitted due to no defect being found on the returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated her doctor had advised her to stop taking her glipizide. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Customer stated that yesterday she had experienced episodes of weakness throughout the day. Customer stated that morning she again had experienced the weakness and had contacted her doctor's office. Customer stated she had spoken with the nurse; nurse had advised the doctor will call the customer later in the day. The product is stored according to specification in a hallway closet. The test strip lot manufacturer¿s expiration date is 09/30/2026 and customer was unable to recall the open vial date. The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 209 mg/dl using true metrix air meter. Customer stated she knows it is high because she had eaten an hour ago and has not taken her medications yet. Customer stated she is reluctant to take her medication until she speaks with her doctor.